Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving adriamycin, etoposide, and vincristine. In 2006 at 1700, the therapy was started. The following day at 0740, the chemotherapeutic agent was noted to be leaking at the filter. The delivery was stopped. The chemotherapy was cleaned up according to the hosp's ptotocol. The filter extension set was replaced and the therapy was resumed. There were no reported adverse effects to the pt or the clinician.

Manufacturer narrative:
Initially the customer indicated that a representative sample would be returned for investigation. Subsequently, the sample was not received; therefore, testing could not be performed.